Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from college of american pathologists proficiency samples and biorad qc fluids using a vitros 3600 immunodiagnostic system when compared to the cap mean result for the samples and the customers expected mean for the biorad qc samples. The most likely explanation for the higher than expected results are biased calibrations that caused a positive shift in results generated using these biased calibrations. The historical quality control results obtained prior to the calibration event on (B)(6) were acceptable indicating vitros ipth lot 1300 in combination with the vitros 3600 system was performing as expected. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ipth lots 1201 and 1300. The customer was unable to detect the shift in qc after the calibration event on (B)(6) due to the unsuitable baseline sd which is far greater than biorad peer group sd for each level of control. The customer falsely believed the (B)(6) 2020 calibration to be accurate based on the wide acceptable baseline range established using the large sd for each level of control. An instrument related issue could not be entirely ruled out as a contributor of the event since a within run diagnostic precision test was not performed to evaluate the system performance. Additionally, sample handing cannot be ruled out as a cause for the higher than expected results. Intact pth is labile and susceptible to fragmentation and correct handling of patient samples is necessary to ensure that the pth molecule remains intact. The degree of fragmentation will depend on both time and temperature of storage of the samples. Cap proficiency samples are supposed to be processed within 4 hours of reconstitution. It is unknown if the customer followed the cap proficiency sample handling specifications. (B)(4).

Event description:
The customer reported higher than expected vitros ipth results obtained from college of american pathologists (cap) proficiency samples and biorad quality control (qc) fluids using a vitros 3600 immunodiagnostic system when compared to the cap mean result for the samples and the customers expected mean for the biorad qc samples. Vitros ipth lot 1201, biorad lot 60290. Biorad l1 results 30.4 and 32.4 pg/ml versus the biorad peer mean 22.5 pg/ml. Biorad l2 results 261.7 and 258.3 pg/ml versus the biorad peer mean 172.7 pg/ml. Vitros ipth lot 1300, biorad lot 60290. Biorad l1 result 34.4 pg/ml versus the biorad peer mean 22.5 pg/ml. Biorad l2 results 227.9, 224.9, 243.5, 234.2, 237.2 pg/ml versus the biorad peer mean 172.7 pg/ml. Cap sample ing-04 result of 23.4 pg/ml vs. The expected result of 17.24 pg/ml. Cap sample ing-05 result of 139.9 pg/ml vs. The expected result of 106.88 pg/ml. Cap sample ing-06 result of 534.9 pg/ml vs. The expected result of 410.67 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros ipth cap proficiency fluid results were from non-patient fluid and were reported to the proficiency provider. The biorad qc fluid results were also from non-patient fluid and were not reported from the laboratory. There was no indication that patient samples were affected, however, the investigation could not conclude patient samples were not affected or would not be affected if the event were to recur undetected. However, there was no allegation of patient harm as a result of this events. This report is number 2 of 2 MDR¿s for this event. (2) 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).